Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the power button on their device is not working. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that the power button on their device is not working. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h6: device code grid of initial MDR indicates: key or button unresponsive/not working. Section h6: device code grid of initial MDR should indicate: key or button unresponsive/not working; failure to power up. Section h6: results code grid of initial MDR indicates: no device problem found. Section h6: results code grid of initial MDR should indicate: inappropriate material. Section h6: device code grid of initial MDR indicates: cause not established section h6 device code grid of initial MDR should indicate: cause traced to manufacturing. Section h11: additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and observed that the issue was duplicated when the device was connected to the acpa. It was noted that the lp15 would properly power on when unplugged from the acpa. The root cause of the reported issue was traced to the faulty acpa. The acpa was replaced in to resolve the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.